Manufacturer narrative:
Omit : a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, g07001 - part/component/sub-assembly term not applicable. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the insulin drip 100units/100ml was hung and the programming was verified by two rn. However, the bag was noticed half empty after an unspecified amount of time. In review of the infusion reports, it was noted that the pump ran for 7 minutes before it was paused. The hospital's biomed department inspected the pump and was unable to duplicate the event. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the insulin drip 100units/100ml was hung and the programming was verified by two rn. However, the bag was noticed half empty after an unspecified amount of time. In review of the infusion reports, it was noted that the pump ran for 7 minutes before it was paused. The hospital's biomed department inspected the pump and was unable to duplicate the event. There was patient involvement but the information on patient impact is not known.